Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer deployment and exchange sheath splitting extreme resistance was encountered. The safety release was activated to retract the locator wings, which released the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. Later in the day, a hematoma developed at the groin access site, which was surgically repaired. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to complete the thumb advancer stroke due to resistance encountered was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.